Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.

Event description:
During surgery (date unknown), it was reported that the nosecone was turning on intermittently without the surgeon pressing the button. The nosecone was changed. Surgery was delayed while getting the replacement nosecone. Add'l info was rec'd on (B)(6) 2014 with the following: the (B)(6) year old male patient with an underlying medical condition of recurrent liver cancer underwent a laparotomy/liver resection. It was reported that the nosecone was not replaced. The cusa was disconnected. They decided to continue the case with a separate diathermy unit. There was a 20 minute surgical delay. Add'l info has been requested.